Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/02/1994 and was last repaired on (B)(6) 2003 for a non-related issue. Eval of the device observed damage to the head, control bar, and 2" and 4" width plates. Prior to repair, the device was outside of calibration specs at the zero, .02, and .03 thickness setting on the left and right side. The device also was also out of calibration at the zero thickness setting on the side to side specs. The motor was found to run erratic and displayed corrosion on the outside. Customer also returned the power supply. The back left leg of the power supply was stripped of its threading and was loose. Improper handling and lack of preventative maintenance by the user most likely caused the damage to the device and lack of calibration, therefore most likely causing the event experienced by the customer as a result. No info was obtained regarding customer's sterilization practices; however, improper sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome worked intermittently. Add'l clinical f/u with the customer indicated that there was no pt or surgical involvement associated with the reported issue.